Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case fell off the customer's clothing causing the infusion set to be pulled out. There was no reported adverse impact to the customers blood glucose. The customer applied a new infusion set and resumed insulin delivery.